Event description:
It was reported to philips that the system would intermittently not start. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) visited the site and replaced the host pc. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc was not starting up intermittently. Upon functional testing, the fse found that the host pc hardware issue. The fse replaced the host pc, recreated the database, and performed the image backup. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.